Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.